Manufacturer narrative:
Patient information was unavailable. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that planning was performed with the navigation system. The screen of the navigation system turned black and a ¿no signal¿ message was displayed when attention was paid. Forced termination of power was executed and the system was restarted, but the same issue occurred. It was noted that a ¿striker navi¿ owned by the facility was prepared immediately but the procedure was completed without using it. There was no delay to the procedure, and there was no patient injury or reported impact on patient outcome.

Manufacturer narrative:
Additional information: it was reported that the navigation was aborted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown. Additional information received reported that when medtronic representative visited the site, hardware parts were replaced on the system. The computer (product ID: 9734477) was returned to medtronic hardware analysis team. It was reported that the computer booted normally to the application screen and that the spine program started and ran normally. The returned product passed all tests without failure. If information is provided in the future, a supplemental report will be issued.